Event description:
The gamma set screw would not fit into the gamma nail. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event was attributed to a manufacturing error not detected during inspection. Corrective action has been implemented.